Event description:
It was reported that the patient presented in-clinic after receiving an alert for high, out of range, pacing lead impedance. The lead was capped and replaced. The patient was in stable condition post-procedure.